Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported during the treatment they observed a leak in the pressure dome after 282ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer declined to return the kit. The customer returned photographs and a video for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n166 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n166 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. The customer provided photographs and a video for evaluation. The kit was not returned. Review of customer provided photographs show blood inside the pressure dome and on top of the pump deck, confirming the reported leak the membrane had detached from the pressure dome housing during treatment. A material trace of the pressure dome housing assembly and its components used to build lot n166 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The pressure dome assembly is 300% leak tested during manufacturing; therefore, it is unlikely that the leak occurred during manufacturing. The root cause of the pressure dome leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2025.